Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated.the following information was provided by the initial reporter: line disconnected at the bottom blue connection where you would insert into the pump.cat# of product being complained: al2420-0007.description of product: gem v/nv 20d 1cv 2ss dehp-free 20ea/ca.lot or s/n: (B)(6).problem frequency: 1st time.patient injury: unknown.qty affected: 6 ea.describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. This was a near miss. No patient harm, injury or complication or negative outcome.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.